Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. Related to the complaint, the keypad cover was torn. All the buttons responded properly and removal of the keypad cover did not find contamination under any of the button contacts. Unrelated to the complaint, it was observed that the display had a pinkish contrast.